Event description:
Consumer reported complaint for low blood glucose test results when compared to another device. The customer is concerned with tests results from fasting meter to meter comparison of 167 mg/dl using truemetrix meter and 254 mg/dl using hospital meter. Customer was not concerned with other results from the meter memory. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2018 she had obtained low blood glucose test results, had low blood glucose symptoms and had passed out. The ambulance had been called. Customer did not recall what her blood glucose test result was when at the hospital. Customer was diagnosed and treated for hypoglycemia. Customer also stated there were other health issues that were detected during the emergency visit and she had been admitted to the hospital due to them. Customer stated she ended up having minor surgery and was released from the hospital on (B)(6) 2018. No new medications or healthcare program was suggested. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 160 mg/dl and 148 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is one week. The meter memory was reviewed for previous test result history: result 1 :167mg/dl date:12/25/18 time:8:43pm fasting result 2 :124mg/dl date:12/25/18 time:8:19pm fasting result 3 :100mg/dl date:12/25/18 time:7:05pm fasting result 4 :100mg/dl date:12/25/18 time:3:36pm fasting result 5 :168mg/dl date:12/25/18 time:1:37pm fasting. Customer is concerned with a meter to meter comparison performed while in the hospital. Customer obtained 167mg/dl (true metrix) and 254mg/dl (hospital meter) fasting. Customer is not concerned with other results in memory.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/23/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/23/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results when compared to another device. The customer is concerned with tests results from fasting meter to meter comparison of 167 mg/dl using truemetrix meter and 254 mg/dl using hospital meter. Customer was not concerned with other results from the meter memory. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2018 she had obtained low blood glucose test results, had low blood glucose symptoms and had passed out. The ambulance had been called. Customer did not recall what her blood glucose test result was when at the hospital. Customer was diagnosed and treated for hypoglycemia. Customer also stated there were other health issues that were detected during the emergency visit and she had been admitted to the hospital due to them. Customer stated she ended up having minor surgery and was released from the hospital on (B)(6) 2018. No new medications or healthcare program was suggested. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 160 mg/dl and 148 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with a meter to meter comparison performed while in the hospital. Customer obtained 167mg/dl (true metrix) and 254mg/dl (hospital meter) fasting. Customer is not concerned with other results in memory.